Event description:
It was reported that an occlusion alarm occurred. Customer went to the emergency room (ER) on (B)(6) 2023 due to a blood glucose (bg) level of over 500 mg/dl; cause was unknown. Customer changed infusion sets and administered a manual injection to address bg. Reportedly, unspecified tests were run while customer was in the ER. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.